Event description:
This lead was explanted due to two erroneous low shock impedance alerts on home monitoring. Upon interrogation the shock impedance was normal but with pocket manipulation the far field iegm would go flat. Once the lead was extracted it was clear that there were two points on the lead where the conductor had extruded. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 49 cm proximal to the lead tip. Only the distal fragment was received and subjected to an extensive analysis. During the visual inspection the distal part of the lead fragment was found severely stretched and deformed. Cuts in the insulation with blood infiltration were observed. In particular 23 cm proximal to the lead tip the insulation was found cut and torn up. In this region the inner coil was exposed, as mentioned in the complaint text, and the conductor cables to the ring electrode and to the shock coil were severed. Furthermore the shock coil was found shifted distally by what the lead body was damaged approx. 4 cm and 6 cm proximal to the lead tip. The conductor cables to the ring electrode and to the shock coil was pulled out of the lumen in these positions. Based on the characteristics of the observed damages, it is reasonable to assume that they resulted from excessive mechanical forces applied during the extraction procedure. No deviations were noted which might have contributed to the reported low shock impedance. Due to the extent of the extraction damages and as the proximal lead fragment was not received for analysis, no further root cause analysis was feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.